Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed loss of capture on the left ventricular (lv) lead. The lv lead was found to be dislodged. The physician elected to explant and replace the lv lead. The patient was recovering following the procedure.